Event description:
The covidien representative in (B)(4) received a notice from the (B)(6) on (B)(6) 2010. The notice was regarding a report (B)(4) had received in (B)(6) 2010. Due to (B)(6) policy, no details regarding patient or event are released. The report was sent to covidien (B)(4) as notification of the reported failure mode and the model of tube. The report contained the tube model and lot number and stated the failure was regarding a leak in the pilot balloon seam. No other information was provided.

Manufacturer narrative:
The tube is not available for evaluation. (B)(4) is applicable to the lot number provided for the reported tube.